Event description:
A customer reported erroneous low sodium test results were obtained when using the au480 clinical chemistry analyzer. The customer stated that these results were not reported outside of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The analyzer has been evaluated and multiple parts were replaced in august 2013. Parts included sodium, potassium, chloride and reference electrodes, pinch valve tubing, roller pump and joint tubing. Preventive maintenance was performed in october 2013. At the time of this event, the field service engineer performed a comparison study of samples between this analyzer and another analyzer at the customer's laboratory and obtained equivalent results. Failure mode: unknown . There were six mdrs filed for similar events on this analyzer: 9612296-2013-00172, 9612296-2013-00173, 9612296-2013-00174, 9612296-2013-00175, and 9612296-2013-00177.